Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter (mother) for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2017, 11:40 am. The reporter stated that the patient was experiencing symptoms of weak sweaty and shaking just before he obtained alleged inaccurate erratic results of ¿174, 203 and 52mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for precision. The patient manages his diabetes with insulin (self-adjuster) including humalog and lantus medications. The reporter stated that on (B)(6) 2017, 11:42 am, the patient self-treated with some juice. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out and the test strips had been stored correctly and had not expired. The test strip vial was not cracked or broken and the patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported, although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.